Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had kinked cannula and was hospitalized due to high blood glucose. The blood glucose at the time of the incident was 500 mg/dl and the current blood glucose was 57 mg/dl. She experienced vomiting in relation to high blood glucose. She was admitted into the hospital and given intravenous and injection for 4 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.